Event description:
Consumer was using syringe for treatment with nuprigin. Skin swelled up immediately. Continued to use different syringes for 2 more days. Injection site turned dark. Had to be hospitalized and operated on for infection.